Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device investigation details: the lasso nav device was returned to johnson and johnson medtech for evaluation. A visual inspection of the returned device was performed following johnson and johnson medtech procedures. Visual analysis revealed that the tip was detached from its position; therefore, the manufacturing team investigated and visual inspection was performed. During the inspection, it was observed that the pu (polyurethane) dome was not present on the catheter. However, residual pu material was observed on the catheter tip and within the tip, indicating that pu material had been applied at some point in the process. Since the pu dome was not returned with the catheter, it was not possible to determine with certainty the exact failure mechanism. Therefore, the root cause is classified as indeterminate. Nevertheless, as a preventive action, awareness will be reinforced on the production line, specifically focusing on form pu dome, workmanship and quality, to ensure continued compliance. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions related to the complaint were identified. The pu dome separation could be related to the issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pu dome separation cannot be determined. The lasso nav catheter is recommended for use with an 8 fr atraumatic soft tipped guiding sheath. Note: do not use the lasso® nav catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. As part of johnson and johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a lasso nav and during the operation, the catheter could not be inserted into the 8f guiding sheath (non-bwi device). After removing from the guiding sheath, it was found that the catheter was damaged. A second catheter was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis revealed that the tip was detached from its position. This finding is MDR reportable.